Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The reported stretched coils were confirmed although difficult to remove could not be replicated in a testing environment due to the condition of the returned device. The core was separated and the coils were still intact. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the instructions for use for ht bmw elite states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
Subsequent to the initial report, return device analysis revealed that the core was separated 4mm proximal to the tip solder. The coils were still intact, not separated. Reportedly, the physician does not remember what happened clearly and based on the state of the returned guide wire the core may have been detached when the guide wire was removed; however, this could not be confirmed. Additional reported information indicates a non-abbott microcatheter was advanced over the bmw elite ii guide wire and the microcatheter was delivered to the targeted area. Thus, an attempt was made to remove the bmw elite ii guide wire to be replaced with a non-abbott guide wire, but the bmw elite ii guide wire met resistance with the inner lumen of the microcatheter as the guide wire was being pulled inside the microcatheter. Although resistance was met with the inner lumen of the microcatheter, the bmw elite ii guide wire was pulled with force, assuming it was safe as the guide wire was inside the microcatheter and the guide wire was removed out of the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 90% stenosis, a balance middleweight (bmw) elite ii guide wire was flushed/soaked in saline prior to use and advanced to the lesion without issue. Then to replace the bmw elite ii guide wire to use a non-abbott guide wire for distal protection, an attempt was made to remove the bmw elite ii guide wire using a non-abbott micro catheter; however, the bmw elite ii guide wire got caught with the non-abbott micro catheter and resistance was met. The bmw elite ii guide wire was finally able to be removed but the coils were found stretched and the bmw elite ii guide wire could not be used again. There was no report of core separation. The procedure was continued using a non-abbott guide wire and the procedure was completed after deploying a xience alpine stent. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.